Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to unresponsiveness at home without a clear etiology. Interrogation of the pump appeared stable but the patient had a history of power and flow spikes upon interrogation. A cause for unresponsiveness was not confirmed. The patient was evaluated for hemolysis which was unremarkable. The elevated powers and flows resolved. The patient's neurological status improved and their pump function returned to baseline. They were discharged to home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established during this evaluation. Evaluation of the submitted log file revealed that no unusual alarms or events were captured, and the pump appeared to function as intended. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU (rev. H) and the heartmate ii lvas patient handbook (rev. G) are currently available. The IFU lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.